Event description:
According to the literature, a retrospective study aimed to compare outcomes of robot-assisted partial nephrectomy in patients with upper and lower pole renal tumors between 2016 and 2025.  After tumor excision, 3-0  v-loc was used as the inner running suture andrenorrhaphy was performed using 2-0 v-loc. There were 186 patients in the study and major postoperative complications included renal artery pseudoaneurysm in 3 patients. Interventions were not reported. Robot-assisted partial nephrectomy for upper versus lower pole renal tumors: perioperative outcomes and technical insights incorporating the da vinci and hinotori systems. Asian journal of endoscopic surgery, volume 19, e70217, 2026.

Manufacturer narrative:
Motoyama, d., watanabe, k., matsushita, y., watanabe, h., tamura, k., miyake, h., and inamoto, t. Robot-assisted partial nephrectomy for upper versus lower pole renal tumors: perioperative outcomes and technical insights incorporating the da vinci and hinotori systems. Asian journal of endoscopic surgery, volume 19, e70217, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.